Event description:
It was reported that the patient had a suture that had not dissolved around the incision site. Upon examination, the suture was reported to be static when palpated. The nurse thought the suture could be related to the position of the device. No additional relevant information has been received to date.

Manufacturer narrative:
.